Event description:
It was reported that tip detached and remained in the patient. A 300cm straight tip v-14 control wire guidewire was advanced for treatment. However, tip of the wire came off inside the vessel and the tip became lodged in the plaque and could not be retrieved. No further patient complications reported.

Event description:
It was reported that tip detached and remained in the patient. A 300cm straight tip v-14 control wire guidewire was advanced for treatment. However, tip of the wire came off inside the vessel and the tip became lodged in a plaque and could not be retrieved. No further patient complications reported. It was further reported that the 100% stenosed target lesion was located in the tibial artery. The detached wire tip was in unreachable location and was subintimal so it could not be removed. The procedure was completed with non-bsc device. No patient complications were reported.

Manufacturer narrative:
Updated b5 and event date.

Manufacturer narrative:
Device evaluated by MFR: initial condition: the device was returned for analysis, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The guidewire returned with its original opened pouch. The returned guidewire had the distal tip damaged; the polymer tip showed a separated section and it was not returned. The separated section was located approximately at 299.7 cm from the proximal end. The distal tip was found bent. The body was kinked approximately at 145 cm from the proximal end. No more visual damages were found in the device. Detailed pictures of the damaged area were captured. The outer diameter of the middle and proximal sections of the device are within specifications.

Event description:
It was reported that tip detached and remained in the patient. A 300cm straight tip v-14 control wire guidewire was advanced for treatment. However, tip of the wire came off inside the vessel and the tip became lodged in a plaque and could not be retrieved. No further patient complications reported. It was further reported that the 100% stenosed target lesion was located in the tibial artery. The detached wire tip was in unreachable location and was subintimal so it could not be removed. The procedure was completed with non-bsc device. No patient complications were reported.